Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the contrast became trapped in the balloon catheter during a venogram. The contrast was unable to be removed and the balloon catheter had to be removed from the body to get the contrast out. The delivery catheter was replaced. No patient complications have been reported as a result of this event.